Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the belt clip is broken and needs to have it replaced. The customer's blood glucose reading was unknown at the time. However, the customer indicated that they were hospitalized recently for high blood glucose. Customer did not require troubleshooting.